Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional data h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: the device was not returned. A photo-investigation was performed on the image. Two screws appeared to be broken one screw was broken at the base of the head/shaft transition; the second screw was found to be broken slightly distal to the head/shaft transition. No assessment could be made about the characteristics of the fracture due to the quality of the photo. Fragments distal to the fracture were not visible in the photo. No other issues were noted. No device identifiers were visible. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: the DHR of product code 102040116s, lot 277814, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on may 8, 2020. Qty. 400. The DHR was electronically reviewed. Device history review no non-conformance was observed during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown surgery. During the surgery, while inserting two symphony screws are broken. The surgery was completed successfully without delay. There was no patient consequence. Concomitant device reported: unknown insertion instruments (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) 4.0 ply screw 4.0x16. This is report 2 of 2 for (B)(4).